Event description:
It was reported during the implant procedure that the lead was not used. According to the physician, the helix extended partially in the svc. The physician was not able to retract the helix or remove it from the tissue. The lead had to be pulled out. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection showed that the helix was bent/distorted.